Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer used cold insulin to fill tubing. Tandem technical support advised the customer to wait until insulin was room temperature before beginning load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 238 mg/dl.